Event description:
Patient required ICD lead removal and replacement. ICD was malfunctioning due to inappropriate EKG vector v sensing. During excision of the lead, a starlight was placed through the lead and the active fixation wrench was applied but would not unscrew due to faulty mechanism. The lead was physically rotated counter clockwise and detached from the ventricular apex. The lead was then removed uneventfully.